Event description:
(B)(6) advia centaur xp hcv results were obtained on a patient sample when tested on reagent lot # 234. The patient sample was tested several times on reagent lot# 234 and discordant results were obtained. The patient sample was tested on confirmatory methods and the results were (B)(6). The patient sample was then tested with reagent lot # 236 several times and all the results were (B)(6). Patient treatment was not altered or prescribed. There was no report of adverse health consequences due to the discordant advia centaur xp hcv result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system inspection. The fse checked the wash manifold, the reagent probes, sample probe tubing, the luminometer, pmt, other tubing, and hydraulics. No issues were identified and no errors were on the event log. The cause for the discordant (B)(6) result is unknown. No conclusion can be drawn. The instrument is performing within specifications. No further evaluation of the device is required. The IFU states in the limitations section: "the results from this or any other diagnostic kit should be used and interpreted only in the context of the overall clinical picture. (B)(6) test result does not exclude the possibility of exposure to (B)(6)."